Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the safety valve assembly. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).